Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2016, the patient was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the mid right coronary artery (mrca) with 95% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 16 synergy ii drug eluting stent, with 0% residual stenosis. The following day, the patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel). In (B)(6) 2016, the patient died and the cause of death was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient's qualifying condition was silent ischemia and the was referred for cardiac catheterization. In (B)(6) 2016, the atherosclerotic coronary heart disease was the immediate cause of death and other contributing factors included diabetes mellitus type 2 with peripheral neuropathy and hyperlipidemia. It was also reported that a late stent thrombosis occurred. No autopsy was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that per death certificate, the patient's cause of death was atherosclerotic coronary heart disease.